Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 80 to 127 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The product is not stored according to specification, per customer, product is stored in the kitchen, on the counter. The test strip lot manufacturer's expiration date is 07/27/2018 and open vial date is 11/23/2015. The meter memory reviewed for test results performed: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 80 to 127 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The product is not stored according to specification, per customer, product is stored in the kitchen, on the counter. The test strip lot manufacturer's expiration date is 07/27/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for test results performed: lo (B)(6) 2015 12:56pm fasting:yes. Lo (B)(6) 2015 05:58pm fasting:no. Lo (B)(6) 2015 03:33pm fasting:yes.